Event description:
Physician reported that following the implant of seri on (B)(6) 2014, the pt experienced right side "tissue or skin necrosis." From the info provided by the physician, no onset or stop date could be confirmed. It is unk if the event is ongoing. This medwatch represents the right side seri device. One hundred percent of the seri remains implanted.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of "tissue or skin necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "tissue or skin necrosis" as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. As it is allergan medical's approach to compliance to resolve all doubts in favor of reporting, as medical intervention is unk at this time, device-relatedness has not been established.